Event description:
It was reported that three piece monofocal non-preloaded intraocular lens (iol) was explanted following post-operative assessment due to broken haptics. The affected patients experienced temporary impairment; however, their daily activities were not significantly impacted. There was no need for incision enlargement, sutures, vitrectomy, or delay in the procedure, and no additional medical attention or medication was required. As per additional information received, lens was fully inserted into patient's eye and lens was removed in same procedure and replaced with lens of same model. There was no any patient injury. Patient is doing good. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section d6b: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: last name: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: address: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.